Manufacturer narrative:
Device passed the self test and the displacement test. Programmed the device with the current time and date and monitored for days. No unexpected time gain/loss noted during monitoring period. The time and date function are performing properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had time clock anomaly. Customer's blood glucose level was 181 mg/dl. Customer stated the time of insulin pump change once a week because insulin pump always changing the time one or two minutes forward. The insulin pump will be returned for analysis.